Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device analysis found the clip was returned loaded in the pre-deployment position. The cause for the reported oozing was most likely due to the clip having not been deployed during use. The analysis also noted the sheath splitting and tube set advancement step 3 had not been complete. The damaged sheath and nylon shaft prevent completion of the thumb advancement and step 4 clip deployment. The reported experience of oozing was confirmed, as the clip had not been deployed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device operates differently than expected, hemostasis, incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a lower extremity percutaneous transluminal angioplasty. Reportedly, after the device was removed there was still residual oozing at the access site. The physician complained that the nitinol clip was not as effective as proglide in achieving hemostasis. Manual arterial compression was applied for about 5 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.